Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no related complaint received with return of device. Conclusion: failure observed during analysis. The device was tested on the bench and the high voltage output transistor was found to be damaged. Arc marks were found on the device can. The damage found is consistent with that caused by arcing between the hv lead and ICD can. (B)(4).

Event description:
This report is to advise of an event observed during analysis.